Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/03/2025, a sales representative reported via phone that an ar-1588rt-ib tightrope only one side would fully tension. This occurred during an acl procedure on (B)(6) 2025, the device was removed and the case was completed using another ar-1588rt-ib. There was a minimal delay and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error likely due to excessive forces being applied while suture shortening.